Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shock impedances had gradually increased. Boston scientific technical services (ts) discussed the increase could be due to calcification and recommended commanded shock testing. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the non-invasive programmed stimulation (nips) testing.

Event description:
Additional information received indicated that non-invasive programmed stimulation (nips) testing was performed to test the integrity of the device system. The shock successfully converted the patient, and the shock impedances were within normal limits. The out-of-range upper limit alert was increased to 150 ohms, and the physician will continue to monitor. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the shock impedances had gradually increased. Boston scientific technical services (ts) discussed the increase could be due to calcification and recommended commanded shock testing. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received indicated that non-invasive programmed stimulation (nips) testing was performed to test the integrity of the device system. The shock successfully converted the patient, and the shock impedances were within normal limits. The out-of-range upper limit was increased to 150 ohms, and the physician will continue to monitor. This ICD and rv lead remain in service. No additional adverse patient effects were reported. Additional information was received which indicated that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
This supplemental report is being filed as the conclusion code was updated.